Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG test failure. The customer has tried different trunk cables and lead sets but the problem remains. There was no patient involvement.